Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose was 113 mg/dl. The customer declined troubleshooting from tandem technical support, therefore no additional information was provided. The customer reverted to manual dose injection to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.